Event description:
Pt underwent imaging for a CT chest with contrast. Injection syringes and tubing were set up and primed. Pt underwent exam and left. On review of CT images, radiologist noted air in cardiac area and immediately recalled pt for monitoring and rescanning. Radiologist estimated 4cc. Pt returned for eval with pcp, was asymptomatic and then returned to radiology for a f/u cardiac scan, also negative. Air injected during CT chest imaging. Dual head injector was used in conjunction with stellant sterile disposable syringe set and t-port extension set. Dose or amount #1, #2: 1, frequency #1, #2: once, route #1, #2: via IV. Dates of use: #1 & #2. 2009. Diagnosis or reason for use: #1 & #2. Contrast use - injection.